Event description:
On (B)(6) 2013, it was reported that the patient's lead is disconnected from the generator and the generator has migrated into the patient's lower chest area. The physician plans to obtain x-rays and schedule the patient for surgery. Attempts are underway for additional information; however, no other information has been received. Surgery is likely, but has not occurred to date.

Event description:
Additional information was received stating that the vns patient was no longer having surgery. It was determined that surgery was not needed.